Event description:
This pt had twiddler's syndrome and the lv lead pulled all the way back into the pocket. While replacing the lv lead, the pace/sense portion of this rv lead was capped because the pt received inappropriate shocks related to the twiddler's syndrome. This lead remains implanted but the pace/sense portion of this lead has been replaced.